Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Additional information: the sample was not returned for evaluation and the lot number is unknown, therefore a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A connection issue was reported with an unknown transfer set, which resulted in peritonitis, coincident with peritoneal dialysis therapy. The cause of the peritonitis was the transfer set came loose from the patient¿s catheter. The patient was not hospitalized for the event. Treatment details were not reported. Dianeal therapies remained ongoing. At the time of this report, the patient is recovering. No additional information is available.